Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 months following the implant of this transcatheter bioprosthetic valve, it was reported that the valve had migrated into the left ventricle. According to the physician, the migration occurred because the valve had not anchored into the anatomy. The valve was originally implanted at a depth of 3 mm on the non-coronary cusp (ncc) and 7 mm on the non-coronary cusp (ncc), however post migration, the valve was deep, at a depth of 20 mm. This migration resulted in moderate plus mitral regurgitation because the valve position impinged the anterior mitral valve leaflet. No treatment was reported. No additional adverse patient effects were reported.